Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for routine device interrogation. Upon interrogation it was observed the patient had atrial lead noise. The noise was reproducible with isometric exercises. Atrial threshold was 0.875 volts at 0.5 milliseconds with impedance of 410 ohms. P waves were 1.6-2.2 millivolts. The lead was reprogrammed. The patient was stable and would continue to be monitored.

Event description:
New information states that the lead was capped and replaced on (B)(6) 2019. The patient was stable.